Event description:
(B)(4). No medical issues. Essure placement (B)(6) 2008, extreme pain on right side and back more so during my real cycle, continuing to present. (B)(6) 2014. Constant joint pain, sporadic joints, effected one is always aching.